Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported when attempting to final tighten a symphony set screw, the surgeon complained that the distal tip of the screwdriver could not seat properly into the set screw. Upon examining the distal tip of the set screw, the tines on the distal tip were deformed/bent. This deformation was preventing the distal tip of the screwdriver from seating into the set screw. There was no specific allegation against the screws. No patient harm. No surgical delay.